Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results three (3) asymptomatic patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on a competitor assay (cepheid genexpert). Runs from 3 different days were provided. Run analysis of the simplexa results are as follows: on (B)(6) 2021@2227: sample ID (B)(6): orf1ab (36.0), repeated twice on (B)(6) 2021@0019 as negative same simplexa assay lot. On (B)(6) 2021@1000: sample ID (B)(6): s gene (33.5) orf1ab (32.5), repeated as negative on cepheid genexpert. Sample ID (B)(6): s gene (34.7), repeated as negative on cepheid genexpert. On (B)(6) 2021 (2nd sample of ID (B)(6) from (B)(6) 2021 = sample ID (B)(6)): @1019, sample ID (B)(6): negative. @1157, sample ID (B)(6): s gene (32.7) . @1334, sample ID (B)(6): negative. The samples were detected with cts above the typical 22-32 CT detectable range and/or detected only 1 of 2 genes. This indicates the samples were likely near the limit of detection of the simplexa assay. It is known that the competitor cepheid genexpert detects different targets (e gene, n2) than simplexa (s gene, orf1ab) and utilizes extracted samples while the simplexa assay does not. It is not known what the correct result was since the patients were asymptomatic and the two assays do not detect the same gene targets. This appears to be a sample specific issue with the samples being near the limit of detection. No other samples on the same runs are suspected of false positive. The customer's device and suspected false positive sample was not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# us13840, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# us13655 for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results three (3) asymptomatic patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on a competitor assay (cepheid genexpert). Although the positive results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result. No alleged harm occurred. The patients were asymptomatic at the time the samples were collected. Sample collection method was not provided